Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the video on flexvision pc could not be switched on using tsm in control room or exam room. Review of the system log file showed that possible flexvision pc error. The fse replaced the flexvision pc and tested the system. After replacement of the flexvision pc and testing of the system, the system was returned to use in good working order. After 6 weeks, however, the system was reported as unable to change the flexvision pc layouts and to resolve the issue replaced the flexvision pc and verified the normal operation, after this the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code, device problem code and evaluation method code were corrected.

Event description:
It has been reported to philips that the video on flexvision could not be switched on using tsm in control room or exam room. No harm has been reported to philips. Philips has started an investigation of this complaint.